Manufacturer narrative:
After further review, an emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10. E1 (initial reporter name, email), e3, g1, g3, g6, h2, h3, h6 (health effect impact code, , investigation findings , investigation conclusion, type of investigation), h11. The fse confirmed multiple "gas loss in iab circuit" messages in logs . However, the fse was not able to duplicate the reported issues. The unit passed all functional and safety tests.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had gas leaking issue. There was no harm or injury reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas leaking issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.